Event description:
Staff member that had back and shoulder injuries as the castor wheel unlocked whilst assisting the resident on the sara stedy device, causing the staff member to fall against a wall. MFR #9681684-2013-00093.